Event description:
It has been reported to philips that the azurion system was not powering up correctly. The system was not in clinical use when the issue was identified. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not powering up correctly. During troubleshooting, the fse found an issue with the power tray. The fse replaced power tray, dc power module and sib. The cause of the pdu dc module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu dc module by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of the power tray, dc power module and sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome.